Event description:
A malfunction was reported on the pump, causing the customer's blood glucose to exceed safe levels without providing a specific value, although it displayed as "high." The customer used a correction injection via multiple daily injections to address the high blood glucose. Technical support provided assistance by guiding the customer through a pump reset. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump. The customer understood and acknowledged the instructions to call back if the issue recurred.